Event description:
It was reported that the customer's pump screen would not turn on. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer to plug the pump into a power source known to work, but the device still did not turn on. As a resolution, a replacement pump was arranged to be sent. The customer will continue using their current pump as backup therapy in the meantime.